Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room due to hyperglycemia. Customer blood glucose value was unknown at the time of the incident. Customer stated insulin pump quit working two weeks ago. The insulin pump will not be returned for analysis.